Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or 11, additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was unable to duplicate or verify the reported event. After replacing the charge pak, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was expiry date of charge pak has been passed. Section h10 and/or 11, additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer's device and was unable to duplicate or verify the reported event.during beep test device gave 4 beeps which means that the expiration date of charge-pak has passed. The cause for the reported issue was likely due to the expired charge pak. Customer was provided with price quotation for repair which they have declined. This device has not been repaired. The device has been scrapped by stryker.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported event. After replacing the charge pak, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was expiry date of charge pak has been passed.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.